Event description:
End user noticed a bolt on the floor pan of her orion the other day but she didn¿t pay it much heed. Whilst she was using her scooter today the tiller collapsed into her lap and caused her to swerve, panic and come to a violent stop. No one was injured or property damaged however, she has said she hurt her foot as she instinctively put her foot out. She managed to limp the scooter back home. We picked the scooter up within half an hour brought it back for inspection and repair. Both of the tiller pivot bolts had fallen out. There was no evidence of locktite /threadlock on either of the 2 bolts. We refitted the 2 bolts with loctite, tightened and tested - all ok. The scooter was then returned to her all within an hour. This is the only instance we have come across and are sure it is an isolated incident. Is there anything in the service manual / service training that says that the rear tiller shroud should be removed and the tiller pivot bolts checked for tightness?